Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported system error 322 was confirmed and reproduced when running a loaded set. It was determined that the upper auxiliary flex was the failing component which caused this error. The upper auxiliary assembly was replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported a spectrum pump had system error 322. It was reported there was no pt injury.